Event description:
It was reported the patient fell on (B) (6) 2010, but "the impedances were fluctuating prior to that." Follow up revealed the as the physician inspected the connections, it appeared that the fall "had caused a breech." When the physician reconnected, all the impedances were within normal limits and he decided to leave the lead in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.